Event description:
It was reported that oversensing and noisy signals were observed on the lead. The lead was capped and abandoned. A new device was implanted. No additional patient effects were reported.